Manufacturer narrative:
The reported issue of ipg inoperable was confirmed. At receipt, the ipg did not communicate with a lab ppg due to depleted battery. Per (B)(4) documents, a product analysis checklist is not required because product testing cannot give any additional information regarding the customer¿s complaint. According to the review of protege IFU/dfu, 37-1004, rev f, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient went an extended period of time without recharging their ipg. As a result, their ipg became inoperable. In turn, the patient's ipg was explanted and replaced to address the issue.